Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after deployment of a 3.0x18 rx xience v stent, the balloon took five minutes to deflate. Several deflation were required using the indeflator. There was no adverse patient effect and no intervention required. There was no reported clinically significant delay in the procedure. No additional information was provided.